Event description:
Alleged the bed will not stay in the trendelenburg or reverse trendelenburg position.

Manufacturer narrative:
The facility found the gas shocks were bouncy, and not holding the position. The facility replaced four gas shocks to repair the bed.